Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the guidewire could not be inserted into the lead. The lead was replaced and the patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.